Event description:
It was reported that during an appendectomy procedure, the surgeon experienced a lock out and they did not know how to reverse the blade. The surgeon chose to try and open the jaws by pulling the closed handle away from the grip handle; subsequently the closing trigger broke. They decided to use the harmonic scalpel to cut the appendix away and removed the device still in the closed position. After speaking to the sales rep, it was determined that the scrub nurse placed a 45 reload into a 60 echelon gun. It is unknown how the case was completed. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.